Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) noted that potential reprogramming is needed and noted the impact to shock therapy. The lead remains in use. No adverse patient effects were reported.